Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the right kidney during a flexible ureterorrenolitotripsia procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the pull wire broke near the handle and the basket failed to fully open. There were no patient complications due to this event. The patient's condition at the conclusion of the procedure was reportedly "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.